Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an injury in a female pt who used poligrip denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip, the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unk. Follow up info was received on (B)(6) 2009 via medical records. Laboratory testing on (B)(6) 2009, revealed high zinc level of 150 ug/dl, and no serum copper value was detected on (B)(6) 2009. Physician instructed the pt to stop poligrip. Follow up info was received on (B)(6) 2010 via medical records. On (B)(6) 2006, the pt was evaluated by a neurologist for lower extremity weakness and frequent falls over the past several months in late 2005. She reported that her legs just gave out for no reason. It was determined that her falls were primarily due to gait ataxia. The problem may be related to her alcohol consumption but also other etiologies. The pt had history of heavy alcohol abuse with drinking five glasses of whiskey daily for past 25 years. An MRI of brain showed significant cerebellar vermis atrophy along with diffuse atrophy. On (B)(6) 2006, the neurologist noted the gait ataxia was most likely secondary to alcohol use. The pt had weakness of her lower extremities and numbness of her hands at this visit. On (B)(6) 2006, the pt was noted to have unsteady gait with bilateral peripheral neuropathy of unclear etiology. On (B)(6) 2006, she had numbness and tingling of her right leg with poor leg function and lost her balance easily. The pt was noted to have vitamin b12 deficiency and was diagnosed with peripheral neuropathy. On (B)(6) 2006, she felt her peripheral neuropathy had improved after treatment with b12 injections. On (B)(6) 2008, pt had no progressive increase in neuropathy at this visit. B12 injections continued. On (B)(6) 2009, the pt still complained of numbness in her toes, which had only slightly improved with b12 injections. She informed her physician that she was concerned with zinc toxicity being the cause of her problems after reading info on this. She admitted to using poligrip twice daily for her dentures, and that was noted to be high in zinc. Peripheral neuropathy was one of the complications of high zinc and she requested to be tested. Blood work revealed elevated zinc at 150 ug/dl and no serum copper level was detected. The pt was informed to stop poligrip. On (B)(6) 2009, the pt's ataxia was noted to be improved. Further eval was continuing to determine if this was a side effect of her denture treatment. Follow up was received via medical records on (B)(6) 2010. The pt's onset of neurological symptoms coincided with the pt's abnormal hematology values. The pt had a history of mild neutropenia and anemia with a normocellular marrow. Bone marrow aspiration and biopsy on (B)(6) 2006 was significant for normocellular marrow with relative erythroid hyperplasia and mildly increased iron stores. There was no definite evidence of myelodysplastic disorder. The final diagnosis was mild neutropenia and lymphopenia with borderline normochromic macrocytic anemia due to chronic alcohol intake. On (B)(6) 2006, medical records indicated that following b12 injections, the pt's b12 was normal. Follow up info was received on (B)(6) 2010 via medical records. On (B)(6) 2010, the pt reported left leg problems, left hand numbness, lightheadedness, and shortness of breath. The pt reported zinc poisoning due to poligrip in the past. Reportedly, this left her with some residual peripheral neuropathy that gave her balance problems. The pt was in atrial fibrillation with a heart rate in the forties. The pt was hospitalized due to symptomatic bradycardia and anemia.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available.